Event description:
Information received indicates the technician found that the power cord did not pass the safety test for ground resistance. The techniician replaced the power cord to repair the bed.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.